Manufacturer narrative:
(B)(4). Batch # r5851w. Investigation summary: the analysis found that one pse60a device was returned with the firing trigger broken and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Two photos were provided; picture one shows what appears to be the firing trigger of a device. Picture two shows an echelon device inside of a plastic bag. The firing trigger can be seen detached and on aside of the device. Based on the condition noted on the firing trigger, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information requested but not received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Was the device locked on with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic colectomy, during the surgery, at the time of the first shot in the large intestine with the stapler powered echelon when the trigger button was pressed, it thundered and broke, leaving the stapler locked and without a trigger, so it was substituted with another stapler from our lockers. The surgery could continue without any problem with the other stapler, but the first one did not work anymore. The patient had no complications and the doctor was able to complete the procedure without any mishap.